Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed non-stop. No patient injury was reported.

Manufacturer narrative:
During visual inspection the device was observed to have a chipped top case. The right plunger case was cracked and the bottom case was damaged. The device was functionally tested and the device passed testing, with no alarm or audio issues observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation could not confirm the reported issue. The top case, right plunger case, bottom case and the plastic parts of the plunger head were replaced.